Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had cracks in the case and in the display screen. The customer did not know the blood glucose reading. The customer stated that the cracks were located at 3 corners of the display screen, as well as at the battery cap area. She did not know how the damage had occurred. She also reported that her blood glucose levels had been fluctuating, so she changed the infusion set. She declined troubleshooting for this issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.